Manufacturer narrative:
Product event summary: analysis found the battery contacts were visibly contaminated. Analysis also found the upper case was cracked and the ring attachment was bent.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.